Event description:
The customer alleges that the light source is flickering and in some cases fading to complete darkness. No patient injury.

Manufacturer narrative:
(B)(4). Upon receipt of the product sample a visual inspection was performed to determine if there were any physical signs of abuse/misuse, etc. Upon disassembly of the light assembly it was readily noticed that the light bulb was not firmly seated in the holder. The bulb had backed out from its seated, screwed in position by at least two turns. Continuing with the investigation, the bulb was screwed securely into place, batteries were replaced and a reusable fiber optic laryngoscope blade was attached and engaged on the handle. The bulb energized and glowed brightly through the fiber optic blade with no interruptions. The complaint has been confirmed. Root cause was established as human error. No corrective/preventative actions assigned. No further action required.